Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties and the requirement for full body magnetic resonance imaging (MRI) compatibility. Electrocautery was utilized during the procedure but only to remove the old battery. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative, that states it happened around october 2025.